Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert, the device was found in backup vvi. A device download was successfully performed. The patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.